Manufacturer narrative:
Concomitant products: 4968-60 lead implanted: (B)(6) 2006; 5076-52 lead implanted: (B)(6) 2006.

Event description:
It was reported the patient developed a systemic infection and the implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient developed pocket erosion, infection but there were no signs of systemic infection. The device system was explanted, a peripherally inserted central catheter was placed for intravenous antibiotics and the system was replaced.